Manufacturer narrative:
Concomitant medical products: 800sr28 heart ring, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with undersensing and possible non-capture. The lead remains in use. No patient complications have been reported as a result of this event.